Event description:
The pt is no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. The pt continues to use the device with the non-functional electrodes deactivated. Explantation/reimplantation surgery is not planned at this time.